Manufacturer narrative:
.

Event description:
The customer initially stated that they had a erroneous results of one patient sample tested for ion selective electrode (ise) sodium on a cobas 8000 ise module. The patient's results did not match previous results. The customer then pulled the sample and repeated it on a different analyzer. The repeat result was different and matched the patient's previous results. The erroneous results were not reported outside of the laboratory for this patient. The customer repeated controls on the analyzer and found that the level one control, which recovers close to the patient's value, had trended lower. The customer then repeated 50 patient samples to double check these. Of the 50 samples, the customer provided data for a total of 13 patient samples that had ise results that were questioned. Of these 13 samples, two had erroneous results that were reported outside of the laboratory for ise sodium and ise potassium. The first sample initially resulted as 127.9 mmol/l for ise sodium and 3.33 mmol/l for ise potassium. These initial values were reported outside of the laboratory. The sample was repeated on a different cobas 8000 ise module, resulting as 133.3 mmol/l for ise sodium and 4.09 mmol/l for ise potassium. The repeat results were believed to be correct. The second sample, from an (B)(6) female patient born on (B)(6) 1933, initially resulted as 130.8 mmol/l for ise sodium on (B)(6) 2016 and this value was reported outside of the laboratory. The sample was repeated on a different cobas 8000 ise module, resulting as 142.7 mmol/l for ise sodium. The repeat results were believed to be correct. The patients were not adversely affected. The ise sodium and ise potassium electrode lot numbers and expiration dates were asked for, but not provided. The field service representative determined that a valve was dirty and that there was contamination. He cleaned the ise flowpath, including the valve. He replaced the ise sodium electrode as a precaution and stated that controls have been near the lower acceptable limit per the customer. He ran an ise check and this passed. He ran precision studies. All results were within guidelines. The customer calibrated and ran controls; all were within the customer's acceptable range.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample integrity issue or a mis-sampling issue caused by pre-analytic sample handling could not be ruled out as potential root causes.